Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. Clinical reason for explant cystoid macular edema left eye. The iol was exchanged for monofocal lens 05 months 24 days following the initial implant procedure. Additional information has been requested and received stating that the surgeon's opinion, the product did not cause or contribute to the event the patient was unable to tolerate lens and developed an abnormal retina with an epiretinal membrane, lamellar hole, and mild cystoid macular edema. A multifocal lens reduces light transmission which may also affect vision quality. Monofocoal lens was needed to improve clarity.

Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).